Manufacturer narrative:
(B)(4) issued mfg report #1525712-2011-00381. (B)(4) had been initiated for this issue. Model tdxsp-mcg, serial number/date code (B)(4) was approximately 1 year and 4 months old at the time of the incident. The owner's manual part number 1143190 rev j (nov-10) was issued with this device. The owner's manual could also be found on-line at invacare.com. It is unknown if the consumer had fully read and understood the owner's manual. Documentation provided warnings, cautions, and instructions for safely using the device. If the consumer did not understand the written warnings, cautions or instructions then they should have contact invacare. The consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. Dealer alleges that the end-user received product and smelled a burning smell, but continued to operate the product. Then when going down the hall the brake locked up and the product went right pinching his hand between wall and joystick. (B)(4) agreed to replace the product (B)(4) 2011, and the old product was returned for evaluation. The visual inspection found scratches on the left front and right rear caster fork, right rear caster head tub, the right drive wheel rim and the joystick housing. The chair's right front caster and rear casters contained dirt and debris. The chair's left motor, fender, and side frame had evidence of a foreign liquid splatter the chair's footboard had evidence of scratches and wear on the rubber mat. The left armrest arm pad was bent and the right was torn. The joystick knob was missing and the swing away mount was missing one of the two mounting screws. The product was connected to a known good set of batteries and functional test was performed in all four drive modes. No discrepancies were observed with drives1, 2, and 4. However drive 3 varied from the factory standard programs was programmed for aggressive operation. Drive 3 was very difficult to control when driven. Drive parameters could not be downloaded from the system electronics. The products quad-push button recline switch worked intermittently. The other three push buttons worked without failure. No other discrepancies noted.

Event description:
The consumer alleges when he received the chair, he would notice a burning smell on the chair, but continued to operate the chair. Then one day while driving down the hall, the brake allegedly locked up and the chair went to the right and pinched his hand between the wall and joystick. No serious injury is alleged.

Manufacturer narrative:
An RMA has been issued for the return of the product. The RMA number is unavailable as of this MDR submission.

Event description:
The consumer alleges when he received the chair, he would notice a burning smell on the chair, but continued to operate the chair. Then one day while driving down the hall, the brake allegedly locked up and the chair went to the right and pinched his hand between the wall and joystick. No serious injury is alleged.